Event description:
Subsequent to the previously filed report, additional information was received fluoroscopic confirmation of loading was performed after loading the device.

Manufacturer narrative:
An event of stent post deformation, loading difficulty, and valve underexpansion was reported. The device was returned to abbott for investigation. The valve appeared to be dehydrated. All three leaflets had limited mobility when manually manipulated and were translucent. No tears or perforations were observed in the cuff or leaflet tissue. Due to then condition of the returned valve, functional testing could not be performed. The flexnav delivery system was returned with the valve. The valve capsule was noted to have deformation damage. Upon cutting the valve capsule, the liner inside was observed to be peeled off and signs of dragging were observed on the liner, suggesting a possible valve misload. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported stent post deformation, loading difficulty, and valve under expansion could not be conclusively determined. However, the observed peeling of the liner inside the valve capsule and signs of dragging on the liner are consistent with possible valve misload, which could contribute to the reported loading difficulty. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implantation utilizing a small flexnav delivery system. The patient was on cardiopulmonary bypass. During loading of the navitor, the gap between valve capsule and nosecone was wider than usual but was able to be adjusted with the micro adjustment wheel. There was also more resistance than usual. During the initial deployment, when turning the deployment wheel, the valve did not immediately emerge. The valve eventually emerged but was clearly abnormal. Retraction was attempted but valve could not be fully recaptured. The navitor was then redeployed to 80%, the valve was still not deployed correctly as it was under-expanded compared to a normal 80% deployment. The tip of the valve capsule stopped just above the commissure attachment features (caf) on the valve. To remove the device, surgical intervention was necessary. A cutdown was performed, and the delivery system was removed without any vascular injury. The valve capsule was deformed. A replacement navitor valve was then implanted utilizing a replacement flexnav delivery system. There were no reported patient consequences.